Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose and no insulin delivery issue. The customer's blood glucose was 419mg/dl at the time of incident. Trouble shooting was performed and found insulin flow block alarm. Explained there may be possible site related issue or site/set occlusion. Advised customer to change complete set (inf and res). Customer decline to change set at this time and trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.